Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that there were no circumstances/no changes that led to the difficulty charging and that this was still an issue. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 22-apr-2018, UDI #: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 22-apr-2018, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that one of the leads was not working in (B)(6). The patient said x-rays confirmed the lead had not moved so the hcp was unsure why the lead was not working. The patient said she was going to have it repaired soon. The patient said they were working with their hcp to resolve the issue. No further complications were reported. Additional information was received and it was reported that the patient would be getting a replacement soon because one of the leads was broken and the ins was getting close to its end of service. The broken lead was discovered in (B)(6) 2018 and confirmed by a healthcare provider in (B)(6) or (B)(6) of 2018. The patient reported they had difficulty charging the implant in general, but it had gotten worse and they only got 4 couplings bars. It was hard to get more coupling bars. No further complications were reported or anticipated. Additional information was received that indicated the cause of the lead not working wasn't determined. The patient met with a representative, who tested to confirm the lead wasn't working. They had an x-ray and received new programs. No further complications were reported or anticipated. Additional information was received from a healthcare provider and it was reported that the cause of the lead not working wasn't determined. The healthcare provider discussed replacing the non-functioning lead with the patient, but the patient would rather avoid replacement. The issue had not been resolved, but the second lead was working and providing adequate coverage. No further complications were reported or anticipated.